Manufacturer narrative:
The technician isolated the issue to the limit switch. He adjusted the limit switch to repair the bed.

Event description:
Info rec'd indicates the reverse trendelenburg function is inoperable.